Manufacturer narrative:
An event regarding setting time involving a simplex p cement was reported. The event was not confirmed. Device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the batch manufacturing records indicate components were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that the cement started to harden after 2 minutes and could not be pushed out from a syringe. Another two simplex packages were opened and mixed, again the cement started to harden after 2 minutes. The cement was taken out from a syringe and was implanted in the patient by hand. Ultimately, the cement was hardened completely in 7-8 minutes.

Manufacturer narrative:
Review of the batch manufacturing records indicate the twin packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
It was reported that the cement started to harden after 2 minutes and could not be pushed out from a syringe. Another two simplex packages were opened and mixed, again the cement started to harden after 2 minutes. The cement was taken out from a syringe and was implanted in the patient by hand. Ultimately, the cement was hardened completely in 7-8 minutes.